Manufacturer narrative:
The device was returned for analysis. The reported issues could not be tested due to returned condition of the device, however a potential product issue (detached suture knot), was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation is ongoing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.d10, h3: it was previously reported that the device would not be returned for analysis. Subsequently the device was returned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation and gripper line break issue could not be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper actuation issue and gripper line break it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve, but both grippers were not lowering when the clip was being positioned. Then, it was observed that the gripper line broke. Therefore, the steerable guide catheter (sgc) and cds were removed. The procedure continued with new devices. Two clips implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.